Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm and power switching events. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period of greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files covering the event date were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms and power switching events, are most often attributed to communication errors between the controller and battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm and a power switching incident associated with one of their batteries. It was added that the capacity of the battery was above 25% during the time of the event. The battery was exchanged with no reported patient consequences.